Manufacturer narrative:
The MFR's service rep performed an on-site investigation. The malfunction could not be duplicated. The monitor control cable was replaced. The system was tested and operates as intended.

Event description:
The customer reported that the 9800 system's left monitor locked up during fluoro and had to be rebooted. No pt injury was reported.